Event description:
The incident involved a primary plum set. The reporter stated that a 54 year old patient was admitted in hypertensive emergency with damage to target heart organ with acute myocardial infarction with st elevation. There was an order to start nitroglycerin which was installed in the set. After starting the medication, the healthcare personnel realized that there was a constant leak in the infusion pump in the device that is inserted into it. The device was replaced with the same reference to finish the procedure. There was no recurrence of the nonconformity. There was patient involvement but there was no harm reported as a result of this event.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.